Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had a pocket revision due to a hematoma. There were no additional adverse patient effects. The system remains implanted.